Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of clip failed to release from the catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of seven devices used during the same procedure. Manufacturer report # 3005099803-2016-00681 pertains to the first resolution clip device, manufacturer report # 3005099803-2016-00675 pertains to the second resolution clip device, manufacturer report # 3005099803-2016-00676 pertains to the third resolution clip device, manufacturer report # 3005099803-2016-00677 pertains to the fourth resolution clip device, manufacturer report # 3005099803-2016-00678 pertains to the fifth resolution clip device, manufacturer report # 3005099803-2016-00679 pertains to the sixth resolution clip device and manufacturer report # 3005099803-2016-00680 pertains to the seventh resolution clip device. It was reported to boston scientific corporation that seven resolution clip devices were used during a colonoscopy procedure performed on february 26, 2016. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter to deploy. The same event happened with the other six resolution clip devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.